Event description:
Foley balloon failed to deflate at time of removal. During removal procedure, 2cc sterile water were removed, but no more could be extracted. Attempt was made to correct problem by reinflating with additional 5cc water. This 5cc of water was removed but balloon again remained inflated. No sutures were felt around balloon area. Foley gently removed with balloon partially inflated.